Manufacturer narrative:
The insulin pump passed all functional testing including displacement, rewind, basic occlusion, occlusion, priming and no delivery tests. There was no unexpected low reservoir alarm. The insulin pump was received with normal operating currents, no unexpected off no power nor low battery alarm. The insulin pump had minor scratches on the lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call high blood glucose and hospitalization. Customer's blood glucose level was over 500 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced vomiting and treated their high blood glucose with manual injections. Customer was wearing the insulin pump at the time of the incident but was placed on IV drips while at the hospital. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.